Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of foam particles. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, foam particles were observed in the device blower kit. The device has a scratched ui (user interface) panel, scratches on the upper enclosure, and damaged buttons on the upper enclosure.. The bottom enclosure was also damaged. The unit was functional. There were no errors found in the device log history.